Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the bronchi during an airway stenosis procedure to treat stenosis performed on (B)(6) 2026. During the procedure, the front end of the balloon was leaking liquid. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.